Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) began to erode through the pocket. Vegetation was observed on the right ventricular (rv) lead. The system was explanted due to infection. No further patient complications have been reported as a result of this event.